Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: (B)(4). All pertinent information available to abbott medical optics has been provided. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure because the eyesight was different (-3.0 diopter) from the target. A lens with 20.5 diopter was implanted. The patient outcome was reported to be good after that. The patient gender and age were not provided, and no further information was provided.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed that the lens was returned completely cracked in one of the sections of the optic zone. Visual inspection also revealed surface residue adhering to both sides of the optic body compatible with handling, such as during the implant and explant process. The diopter measurement of the returned lens could not be performed as the lens was returned completely cracked in one of the sections of the optic zone and this returned condition was not adequate for diopter measurement. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No quantity discrepancy was found. No deviations or non-conformances (ncr) were generated during manufacturing. The documentation record for the diopter power inspection process was reviewed and was found within specification. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. All pertinent information available to abbott medical optics has been submitted. Placeholder.